Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (80% stenosis degree) I a severely tortuous segment of the mid cx. The device was unable to advance to mid lcx due to the lesion complexity and tortuosity of the vessel. After withdrawal, the stent was deformed.

Manufacturer narrative:
Combination product: yes.